Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, exhibited oversensing, which resulted in inappropriate single shocks and anti-tachycardia pacing (atp) for multiple episodes. Technical services (ts) was consulted and indicated that the over sensing is most likely due to p wave detection and could also be positional, as the most recent therapy occurred while the patient was in bed. A fast intrinsic rate combined with over sensing led to ventricular fibrillation detection. Ts provided programming recommendations and advised obtaining imaging to review lead positioning. The field representative indicated the device was reprogrammed and physician made medication changes. This system remains in service. No additional adverse patient effects were reported.